Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evproplus-29, (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a; product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. Visual analysis showed the handle appeared intact. The device was received with the capsule fully closed. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal section and the proximal end of the capsule. There was a slight bend to the capsule and an area of torn capsule outer layer on the proximal end of the capsule. There was a bend to the nosecone. On retraction of the capsule via the rotation of the deployment knob, the end cap moved proximally with slight resistance. The end cap could be moved distally and proximally with slight resistance from the end cap clips. There was slight scratching proximal to the end cap clips. The end cap clips appeared to be sitting in a lower position than usual. The valve was unable to be deployed due to the end cap separation. The reported event for unable to deploy and separation of components could be confirmed in the analysis. The reported event for positioning difficulties could be not confirmed in the analysis. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis and delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or as a result of a misload. Multiple scratches were noted on the capsule. The scratches may be a result of the attempted deployment of the valve prior to the end cap separation. During the attempted deployment of the valve, the end cap of the dcs separated, confirming the reported event. End cap separation refers to an event where the end cap/screw gear snap fit fails, and the capsule cannot retract. The failure occurs when the system forces exceed the tensile strength of the joint. The force on the system is a cumulative effect that can be increased by many factors, including patient anatomy, access route, and load quality. In this case the end cap clips appeared to be sitting in a lower position than usual. This may be due to the excessive force that caused the end cap separation during the procedure. Historically, high forces in the system may result in difficulty deploying the valve. The force in the system is a cumulative effect that can be increased by many other factors, including load quality of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In this case, the inability to deploy the valve is a result of the end cap separation event. Various factors can affect valve positioning including patient anatomy or physician technique. The end cap separation event noted in this procedure may have caused the positioning difficulties noted in this event. Positioning difficulties do not typically indicate a failure to meet manufacturing specifications. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after insertion of the delivery catheter system (dcs), the dcs capsule was unable to be opened to position the valve. It was reported that the capsule was moved only approximately 0.5-1 cm. The dcs grey component separated while in the operators hands with the valve still inside the capsule. The component of the dcs that separated was the grey portion before the tip-retrieval mechanism. A different dcs was used to implant a different valve. A procedural delay of approximately five minutes was reported, in order to open and load a new valve in new delivery system. There was nothing of note in term of patient anatomy that contributed to the issue. No additional adverse patient effects were reported.